Manufacturer narrative:
This report is filed may 19, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient discontinued use of the device in (B)(6) 2005 (exact date not reported) due to poor performance and facial nerve stimulation. Subsequently the device was explanted on (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.